Event description:
(B)(4). Recently had lower abdomen pain. Lower back pain. Hard to urinate. Now feeling bloated. My essure coils are both in my uterus and are tangled together in one big knot full hysterectomy needed. Have to cut me open instead if laparoscopic due to the coils be entangled.